Event description:
It was reported that the patient suddenly passed away five days post spinal cord stimulation scs implant procedure. It was reported that the patient was doing well three days after the procedure and was not experiencing any abnormal symptoms. It is suspected that the patients death was not device related but is unknown.